Event description:
In 2009, the sales rep reported that during surgery, the surgeon was attempting to implant the closure top when it seemed to strip the threads on the screw. After trying nine closure tops, the surgeon explanted the screw and closure top and implanted a new screw and closure top.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending.